Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-aug-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pain ('whole body hurts'), genital haemorrhage ('abnormal bleeding'), dysmenorrhoea ('painful mestrual period'), pregnancy with contraceptive device ('pregnant') and abdominal pain ('alot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "devise was supposed to prevent pregnancy and did not (lode)". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device and experienced genital haemorrhage, abdominal pain, dysmenorrhoea, pain, fatigue ("tired a lot") and headache ("headache"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for fatigue and pain with essure. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter's information added. Event: headache were added. Pregnancy and genital hemorrhage downgraded to non serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "devise was supposed to prevent pregnancy and did not (lode)". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("alot of pain"), dysmenorrhoea ("painful menstrual period"), pain ("whole body hurts") and fatigue ("tired a lot"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for fatigue and pain with essure. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events 'whole body hurts' and 'tired a lot' were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Hold for at 1.21